Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp on a clearlink continu-flo solution set was stiff and as a result a patient received a bolus infusion of 1l lactated ringers solution. The patient was receiving the infusion via a power injector in the pre-operative unit. There was no patient injury or medical intervention associated with this event. No additional information is available.